Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation requires.

Event description:
It was reported that a tear in the hose portion of a pneumatic drill was discovered during equipment evaluations. The event did not occur during a surgical procedure. There was no user injury reported, and no adverse consequences alleged.